Event description:
During a ptca/stenting procedure involving a calcified and 90% stenotic mid lad lesion, the physician was unable to cross the lesion. The lesion was pre dialted with a quantum maverick balloon. The physician was unable to cross the lesion and elected to retract the delivery/stent device back into the guide catheter. The delivery/stent device became stuck on the tip of the guide catheter. The physician was removing the entire system when the stent became stuck at the tip of the sheath. The entire system including the sheath was removed. A pt2 guide wire and a 6f mach 1 fl4 guide catheter were also used in the procedure. No pt injuries or complications were reported.